Event description:
It was reported that after a supply and infusion set change with a contact detach set, the patient¿s blood glucose rose to 400 mg/dl and an agent-guided system check identified that the infusion tubing was not fully filled; the patient disconnected, verified priming, then replaced the short tubing and resumed therapy, and also used subcutaneous insulin via pen for correction. Symptoms included hyperglycemia without reported ketones, dizziness, loss of consciousness, or diabetic ketoacidosis. Outcomes included elevated glucose for several hours that decreased to approximately 200 mg/dl and trending toward range after corrective actions, with no hospitalization and no need for assistance beyond coaching. Investigation included remote troubleshooting and education with confirmation of correct set placement and absence of leakage, and verification of incomplete tubing fill. Investigation of this case revealed that the infusion set was deployed or connected with incomplete priming, resulting in inadequate insulin delivery through the infusion set and tubing. It was concluded, based on previously established findings for similar reports, that user technique related to tubing priming caused the high glucose event.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.